Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were walking around the park and therapy shut off. The manufacturer's representative (rep) checked the system out and said maybe the patient programmer (pp) was bumped. It was noted the consumer did have adaptivestim activated. It was noted currently they were able to change their settings and therapy was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.